Event description:
(B)(4). Event occurred in the united states. The patient stated issues with infusion set in the form of bent cannulas, and it was observed when it was removed from the site (body) in the hospital. Earlier, the patient had vomiting, diabetic ketoacidosis and increased white blood cell count, so was hospitalized for four days. Moreover, the patient also experienced other non-diabetes related issues and the blood glucose at that time was 498 mg/dl. The patient underwent endoscopy and received insulin drip and intravenous fluids as corrective treatment. However, he was in the hospital again that too with the same problem in a week. Reportedly, he had been using the insulin pump and was hospitalized with diabetic ketoacidosis along with high blood glucose and nausea. He was admitted after kidney dialysis, while there he threw up twice. After using his pump the blood glucose spiked over 500 mg/dl again, adjusted his pump and tested two hours later with no effect. Therefore, he was transferred back to intensive care unit and was back on constant insulin drip which was given as corrective treatment and also doctors wanted the pump to be checked out. The patient was hospitalized for more than one day and was currently in the intensive care unit. The blood glucose level at the time of incident was in 500's mg/dl and currently was 390 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.